Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged a few months after implant. Additional information from field representative indicated the physician tried to reposition this lv lead but it could not be put back to it's place. The lv lead was then explanted and replaced with another lead. No additional adverse patient effects were reported.